Event description:
It was reported in the journal article titled "unprotected left main stenting in the real world: two-year outcomes of the french left main taxus registry" that post coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The lesion, located in the unprotected left main (lm) artery, treated in the index procedure was stented with an unspecified taxus express2 drug eluting stent. One to two years post procedure the pt presented with in-stent restenosis. Target lesion re-intervention was performed. No further info is available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. Literature citation: unprotected left main stenting in the real world: two-year outcomes of the french left main taxus registry. Circulation 2009; 119(17): 2349-56. Vaquerizo b, lefevre t, darremont o, silvestri m, louvard y, leymarie jl, et al.